Event description:
It was reported that during a diagnostic laparoscopy procedure, the customer was unable to reload the device. No additional information available regarding issue. It is unknown how case completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged the analysis results found that one ec60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.